Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. A pmv representative adapter and single use loading unit (sulu) were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the section of the stomach in a laparoscopic bariatric, when they tried to fire the device it could not be fired. They were able to opened the reload and removed from the tissue. After unloading the reload from the adapter, the system did not finish the step sync and all the time indicators showed that they had to remove or change the reload. They changed the handle and adapter to resolve the issue in order to complete the case. There was no patient injury.